Event description:
The pt received the scs sys on (B)(6) 2008. It was reported the pt had not charged the sys ipg in more than a year. The pt is unable to initiate a communication between the ipg using both the pt programmer and the charging sys. In order to resolve the issue, a surgical intervention is pending.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.